Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A site technician reported gantry movement in the down position after the laser is powered off. No patient involvement or injury. No additional information expected.

Manufacturer narrative:
The system was examined. The gantry motor assembly was replaced to address the reported event. The system was tested and found to meet product specifications. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause of the reported event can be attributed to a non-conforming gantry assembly. (B)(4).